Event description:
Reportedly, there was an o-ring on the pneumatic tap. Customer removed the o-ring and was able to load cartridge and resume insulin therapy. Customer's blood glucose was not adversely impacted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.